Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Concomitant medical products: item: bopt6510, lot: 2016070062. The reported device has been received for evaluation. A supplemental report will be submitted upon receipt of additional information that requires reporting or when the device investigation is complete.

Event description:
It was reported that the restorative dentist fractured an unknown prosthetic screw inside of an implant (bopt6510) at tooth location 15 during final abutment and crown seating. The implant was trephined to remove and the site was grafted. The patient will return to have the implant replaced. It was also reported that the patient presented with bone loss as a result of the event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. However, a 3i t3® tapered implant 6/5 x 10mm (bopt6510) was returned for investigation. Visual inspection of the as returned product identified excessive bone material and damaged areas at the top of the implant from screw removal. The customer reported a portion of fracture screw stuck inside the implant. No screw is found inside the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. Therefore, based on the available information, device malfunction did not occur for the implant but device malfunction could not be verified for the screw. The reported event was non-verifiable as there is no evidence of the fracture screw. A root cause cannot be determined.